Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 9, 2004, the patient contacted lfs alleging that her one touch ultra meter had missing segments. The senior medical affairs specialist mailed a letter since the patient could not be reached. The patient reported obtaining a 225mg/dl a few moments prior to calling lfs, while feeling confused and sweaty. The patient did not attempt to test on any other meter. She contacted a medical professional and was advised to take a glucagon injection. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical attention due to the meter. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and control solution were replaced.